Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (2gm, frequency and route not reported) for peritonitis. The cause of the peritonitis was reported as possibly being from constipation and dysentery that the patient had experienced prior to the peritonitis but the cause was not definitively determined. The patient was receiving all the concerned treatments at home. The patient recovered from the peritonitis. Extraneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.